Event description:
It was reported that the right atrial lead was reportedly "shot" and the patient wanted to know if technical services has any suggestions. Apparently, there was sensing prior to surgery and the patient was tracked and paced in the right ventricular. Now atrial pacing and no p waves able to be measured. Threshold was 1v@0.sms and impedance was 400 ohms - down from 620 ohms pre-procedure. What looks like atrial intrinsic beats were noted that were not being sensed and then device a paced/v paces. Would check is at most sensitive setting for atrial sensing. Could program device if truly think there is lead issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).